Manufacturer narrative:
D10-concomittant product was updated from bellows set,incl rod & fitting (rohs), 2-89055-02, to hinge, front cover c4 (rohs), 7-207365-01. The field service representative inspected the instrument and determined the hinge, front cover c4 (rohs) (7-207365-01) was the likely cause of the issue, which was adjusted it to prevent injury to personnel. Part adjustment resolved the issue. The instrument service history review revealed no additional service or complaint issues on or around the date. A review of tracking and trending did not identify any trend for the hinge, front cover c4 (rohs) (7-207365-01). Review of the scorecard identified no similar issues related to the architect system or likely cause part as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding instructions for removal, replacement and adjustment of the hinge, front cover c4 (rohs) (7-207365-01) to ensure proper function. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module sn (B)(6) or hinge, front cover c4 (rohs) (7-207365-01) was identified.

Event description:
The customer reported that the front cover/door of the architect c4000 analyzer was observed to free fall when opened slightly. The customer identified that the cover did not hold its position and could drop unexpectedly. The door was subsequently adjusted to prevent further free fall. No injury to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer reported that the front cover/door of the architect c4000 analyzer was observed to free fall when opened slightly. The customer identified that the cover did not hold its position and could drop unexpectedly. The door was subsequently adjusted to prevent further free fall. No injury to the user was reported. No impact to patient management was reported.